Event description:
It was reported that the subject device presented a poor-quality image. The procedure being performed was unspecified. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The malfunctioned occurred at the beginning of the therapeutic procedure. The intended procedure was completed using the same device without any delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11. Corrected fields: d9, h8. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal end, light guide bundle and light guide was chipped. Component failure of the rigid tube. Since the reported failure was not confirmed a definitive root cause could not be identified. Based on the results of the investigation for additional findings it is likely the following led to the malfunction: distal end, light guide bundle and light guide was chipped due to the component failure of the rigid tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.